Manufacturer narrative:
(B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026, that patient faced cannula bent and experienced high blood glucose treated with bolus via pump.

Manufacturer narrative:
Correction: this supplemental emdr is being submitted to correct the submitted type of report under g6 which was erroneously selected as 5-day in initial emdr. The correct selection for the submitted report is initial and 30-day. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.